Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they never had pain after surgery but a month after surgery they had an mr exam and ever since then they have had severe pain in their hip and they can barely walk. The patient stated they never had any pain whatsoever up until they had the MRI. The patient was redirected to their healthcare provider to further address the issue. The patient has an appointment with healthcare provider (hcp) on the of this month.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.